Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's reported date of "(B)(6) 2023". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received different unspecified sensor scan results and experienced sweating, blurred vision, a seizure, and a loss of consciousness. The customer was unable to self-treat and was seen at a hospital where they were treated with paracetamol (acetaminophen-tylenol) and normal rapid insulin (dose unspecified) by a healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer received different unspecified sensor scan results and experienced sweating, blurred vision, a seizure, and a loss of consciousness. The customer was unable to self-treat and was seen at a hospital where they were treated with paracetamol (acetaminophen-tylenol) and normal rapid insulin (dose unspecified) by a healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, product has not been returned for further investigation. The useful life of freestyle optium xceed meter is 4 years. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint 11-jan-24. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.